Event description:
It was reported that the iab was placed in a pt after CABG. After 2 1/2hrs of use, the arterial pressure wave form appeared to dampen. Flusing of the iab and changing the transducer did not help. An x-ray showed that the iab was 2-3 intercostal spaces too low, but it was decided to let it remain in position. After another 3 hrs, the pump experienced helium loss alarms and blood began entering the helium tubing. The iab was removed without any pt complications.